Event description:
The hcp reported that the pt's pump was programmed to deliver morphine sulfate and bupivicaine. The pt experienced increased pain. A catheter dye study was performed 04/17/2007 and showed a catheter kink/occlusion in the intrathecal section. As the pt had been controlled on transdermal therapy while the catheter was being evaluated, the pt elected to have the pump and catheter removed. The pt recovered without sequela.